Event description:
It was reported that an xact stent was successfully implanted in the mildly tortuous and mildly calcified right internal carotid artery (rica) on (B)(6) 2012. One month later, after a stenting procedure in the left internal carotid artery, angiogram showed the stent in the rica had migrated downward. The patient was asymptomatic and the stent was widely patent. There is no treatment planned for the stent migration. There was no additional information provided.

Manufacturer narrative:
(B)(4). A cine of the procedure was received and reviewed by an abbott medical advisor. The reviewer concluded that the patient had a successful and uneventful carotid stenting procedure in the right internal carotid artery with no evidence of dissection, migration or obstruction. Almost two months post procedure, the rica xact stent was found to have migrated downward during imaging performed post procedure for contralateral carotid stent placement, but the xact stent still remained within the rica. The distance of migration is difficult to confirm given the different methods of imaging used in the first and second procedures. There was no evidence of obstruction or injury associated with the stent migration and the patient remained asymptomatic. The right common, internal and external carotid arteries were all patent and confirmed there was no injury or impairment to the patient as a result of stent migration. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the previously filed medwatch, cine images were obtained and reviewed by an abbott vascular medical advisor. Cine review concluded that the date of the initial xact stent procedure in the right internal carotid artery (rica) was (B)(6) 2012. Cine images from the original procedure confirmed the placement of the unk xact within the rica at the lesion. Review of the cine images from the carotid artery stenting procedure in (B)(6) 2012 confirmed the stent migration downwards, but it still remained within the right internal carotid artery. The rica was patent. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up report will be submitted with all relevant information. Estimated date of implant (reported as implanted approximately one month ago).